Event description:
A report was received from (B) (6) hosp in (B) (6) on (B) (4) 2008 that an lec cart had malfunctioned during a code and the top of the cart needed to be broken to access the medications in the top compartment. No adverse outcome was reported as a result and no other info on the event is available at this time.

Manufacturer narrative:
The latching mechanism on the unit was replaced with a new latching mechanism. The original mechanism was evaluated and found to be difficult to operate. Lubrication of the mechanism resulted in the unit performing normally. A guideline for maintenance, including the procedure for lubricating this mechanism, has been created. It is being distributed to user facilities as well as distributors and salesforce for review and implementation. The broken top cover had been discarded by the facility and could not be examined.